Event description:
Physician was attempting to treat a lesion in the mid rca using an endeavor resolute drug eluting stent. It was reported that the lesion length was 28mm with 85% stenosis and severely calcified, excessive tortuosity. Device was removed from package per IFU and inspected / prepped prior to use with no issues noted. Resistance was encountered when advancing the device. Stent deformation occurred in vivo during positioning. Physician believes that the event occurred due to use of device in difficulty lesion morphology/anatomy. There was no injury or clinical sequelae to patient. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
Results, conclusions: inherent risk of procedure (stent deformation). Patient's condition affected effectiveness of device (lesion morphology ¿ 85% stenosis, excessive tortuosity, severe calcification). No results available since no evaluation was performed (device not returned for evaluation) . (B)(4).

Manufacturer narrative:
Evaluation results: deformation problem (stent bunched, raised and overlapping struts).

Event description:
Evaluation summary: the stent was present on the balloon between the markerbands. The middle section of the stent had evidence of damage, the 15th and 19th distal segments had evidence of bunched, raised and overlapping struts.